Manufacturer narrative:
Date of event: wagner, s.c., et al (2016). Persistent axial neck pain after cervical disc arthroplasty: a radiographic analysis. The spine journal. 16: 851-856. This report is for an unknown prodisc-c implant/unknown lot/quantity unknown. (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following journal article wagner, s.c., et al (2016). Persistent axial neck pain after cervical disc arthroplasty: a radiographic analysis. The spine journal. 16: 851-856. The purpose of the present study is to perform a single center evaluation of patients who underwent cervical disc arthroplasty (cda) who experienced postoperative axial neck pain, and compare pre- and postoperative radiographic parameters to determine if there are specific radiological landmarks associated with worse postoperative outcomes. The surgical database at the authors' institution was queried to identify all patients who had undergone cda between august 2008 and august 2012. This search yielded a total of 316 patients, and 285 (217 males, 68 females) patients had available radiographic and follow-up information. The average radiographic follow-up was 13.5 months. The medtronic prestige cervical arthroplasty system was used in the majority of patients (94.7%), whereas the synthes prodisc-c system was used in the remaining patients (5.2%). The authors found that 49 (17.2%) patients complained of axial neck pain at 3 months or more, compared with 236 (82.8%) who did not report neck pain postoperatively. The rates of osteolysis in patients with persistent posterior neck pain were 11.5% versus 5.8% in those without pain. Interestingly, the rate of heterotopic ossification (ho) was 22.6% in the neck pain group and 11.7% in those with no neck pain. Of the 49 patients with postoperative neck pain, seven (7) patients experienced osteolysis, fourteen (14) patients experienced heterotopic ossification (ho), one patient experienced subsidence, and two (2) patients underwent revision; of the patients with no postoperative neck pain, fifteen (15) patients experienced osteolysis, 30 patients experienced ho, one patient experienced subsidence, and four (4) patients underwent revision. Of the 49 patients with postoperative neck pain, 2 patients experienced device loosening, and two patients experienced device migration. Of the 236 patients with no postoperative neck pain, two patients experienced device loosening. This medwatch refers to 49 patients experienced neck pain and two of those patients required revision surgery. Another four patients underwent revision due to an unknown cause. One patient experienced subsidence. This report is for unknown prodisc-c implant. This is report 1 of 3 for complaint (B)(4).